Event description:
A malfunction alarm was reported, identified as malf 0. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset instructions and guiding them through the reset steps. The customer was advised to call back if the malfunction code reappeared.